Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging she was unable to test her blood glucose on her onetouch ultramini meter due to it reverting to the set up mode. Per the onetouch ultramini owner's booklet, before testing on the meter, the settings need to be checked/re-set after removing and replacing the battery. The complaint was classified based on the customer care advocate's (cca) documentation. The patient stated the alleged issue began on (B)(6) 2011 at approximately 10am in the morning. The patient reportedly manages her diabetes with a combination of oral medication and insulin. The patient administers humulin 70/30 in the mornings and evenings and glucovance 500mg pills twice, daily. The patient stated that when she was unable to check her blood glucose, she continued with her normal diabetes management routine. Approximately one hour after the alleged issue began, the patient reportedly developed symptoms of "blurred vision." The reporter claimed she treated her symptom at approximately 5pm that same day with an extra pill of glucovance. The patient denied testing her blood glucose on another device. At the time of troubleshooting, the cca confirmed that the battery had been removed/replaced just prior to the alleged issue. The cca assisted the patient with checking the meter settings and resolved the issue with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.